Event description:
As reported, a heavily calcified lesion in the proximal ostium rca was predilated. The cutting balloon was inflated to 12 atms, deflated and pulled back without any force to remove the shaft. The shaft was found to be separated at the distal joint area and was retrieved with a snare. The pt was sent to surgery due to triple vessel lesion not due to the shaft separating.